Event description:
The customer checked if the balloon inflated correctly and inflation was noted as normal before use. However, the balloon would not deflate with the unattached or with the attached syringe. It only deflates by actively pulling out the air of the balloon with the syringe. No patient complications were reported.

Manufacturer narrative:
Chemistry results revealed: due to microscopic size of the unknown coupled with low absorbance energy detected by the interment, no significant finger print were found. Therefore no identification could be made. There was no remaining material in the inflation lumen for further testing to be done.

Manufacturer narrative:
One 131f7 catheter with an attached monoject 1.5cc limited volume syringe was examined. The reported event of balloon deflation issue was confirmed. The balloon inflated clear and concentric for 5 minutes but did not deflate. It was noted that the balloon inflated very slowly; the balloon did not deflate after removal of the syringe and opening of the gate valve. The balloon did not deflate due to an occlusion located at the proximal balloon bond. Occlusion was found using .009" stylet wire inserted at the inflation hub and passed up to the obstructed area. The catheter cut-down revealed substance in the inflation lumen at the 22cm area. The substance appeared clear and brittle. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplemental report will be forthcoming when the chemistry results are complete.